Event description:
Pt reports two months prior to a long vacation, went to have fill removed and found only 2 ml of expected 7 mls. After the three week vacation the pt saw the surgeon for fills and started with a 3 ml fill, however had no restriction and returned after a week and only .5 ml found. The surgeon gave the pt a 7 ml fill and arranged a swallow scan. A dye was injected at 8ml and could not be seen. The pt reported drinking a chalk like substances and the scan showed the substance going straight down. The scan shows the port was okay and the band is still in place, so they think the band is faulty.

Manufacturer narrative:
Taper ii. (B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band the port or the connector tubing."